Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of a bd emerald¿ 5 ml syringe broke when connected to the IV connection. This has happened on two occasions. No injury or medical intervention.

Manufacturer narrative:
Investigation: sample evaluation' bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2012 (july 11 - 13th, 2017). Syringes were assembled in machine, nº4268, nº4259, nº4210, and nº4205, in lot #7187064 (july 6 - 17th, 2017) . Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7187034, and #7160141 and no problems, defects or qn related to the reported issue were found. Root cause analysis: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Confirmation no sample or picture was returned for evaluation. We could not confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Although the reported issue could not be confirmed.